Event description:
A hospital bio medical engineer (bme) called olympus and reported that a high frequency (hf) cable arched and melted at the connection to a resectoscope before a procedure. There were no patient or user injuries associated with the occurrence.